Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial:(B)(4). Batch: 7071780.

Event description:
It was reported that the patient completed a permanent trial procedure. The patient then underwent a revision procedure to explant two leads due to inadequate pain relief.

Event description:
It was reported that the patient completed a permanent trial procedure. The patient then underwent an explant procedure due to inadequate pain relief.